Event description:
Additional information was received that a low pacing impedance was observed on the right ventricular (rv) lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Implant date is estimated to have occurred in 2016.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Insulation damage of the rv lead was suspected, but provocative testing and diagnostic imaging did not reveal any abnormalities. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.